Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no adverse impact to the customer's blood glucose level. The caller was instructed by technical support to test alternate charging methods, which failed to resolve the issue. The customer reverted to manual injections for insulin therapy.